Event description:
Customer reported device began reading high resuls. Device =213 mg/dl. The next day, device=123, 173, & 190 mg/dl. A few days later, device=above 241 mg/dl. Customer could not breathe and was sweaty. Customer went back to sleep. The next morning, device=272 mg/dl. Customer ate and 2 hours after eating, device =355 mg/dl. Customer was feeling dizzy and sweaty and went to the hosp at 6 pm. Hosp device =108 mg/dl. Customer was treated with an IV. No controls. A request was made for return product and replacement product was sent.